Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was "high"; however a specific value was not provided. Customer delivered a bolus via the pump to address bg level.